Event description:
Facility has had three occurrences of the pmo bolt falling out of the patient's head. All three bolts were placed in the same unit of the hospital, two by the same resident and one by a different resident. All three bolts were in the patient between 1/2 hour and 2 hours, and fell out after the patients returned from their CT scans. The director of clinical development has one of the bolts with the catheters still attached available for the return and evaluation. One of the patients had an icp catheter inserted after the pmo catheter fell out which necessitated a new burr hole to be drilled. It is unknown at this time whether the bolt being returned is associated with the atient who required placement of the icp catheter. Additional information has been requested. The two additional incidences have been reported as medical device report number 9617494-2005-00011 and medical device report number 9617494-2005-00012.